Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, the patient is a poor surgical risk as they are obese and have diabetes. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient is obese and has diabetes (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their wounds were not healing. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024. As of (B)(6) 2024, one of the wounds was not closed and the patient was advised to use a dressing until it was closed. Active infection was not present and the patient is doing well.